Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump date was incorrect. Reportedly, the date was off by 1 day (correct date should be (B)(6) 2016; however, the pump date showed (B)(6) 2016). Additionally, the pump time was noted to be correct. Tandem technical support assisted the customer in successfully changing the date to the accurate date. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 240 units of insulin and the insulin gauge has remained static at 90 units of insulin. The customer was able to load a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.